Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. The two other xience alpine stent systems referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion in the mid right coronary artery, which was heavily calcified, heavily tortuous, and 90% stenosed. Two 3.5x38mm xience alpine stent delivery systems (sdss) were advanced and inflation was attempted; however, the balloons failed to inflate. Scratch-like damage was noted on the outer surfaces of the shafts of the 3.5x38mm xience alpine sdss. The inner lumen of the non-abbott guiding catheter was noted to be damaged, and the non-abbott guiding catheter was replaced. A third 3.5x38mm xience alpine sds met resistance with the lesion during advancement, and failed to cross. During removal, the third 3.5x38mm xience alpine sds met resistance with the guiding catheter and the proximal struts of the stent were flared. A different sized xience alpine sds was used to successfully complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was requested.